Event description:
The service report shows that while performing a preventative maintenance service on the device, the customer support engineer (cse) discovered that the audio alarm was nonfunctional. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.